Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in inappropriate mode switching. The device was reprogrammed. Technical services (ts) confirmed the programming would not affect ventricular tachycardia (vt) detection. The device remains in use. No adverse patient effects were reported.